Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient experienced a loss of osseointegration (date not reported) resulting in fixture loss. Re-implantation is planned but has not occurred as of the date of this report november 22, 2016.